Manufacturer narrative:
The event of "delayed healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma, ¿scars which never healed". A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side some side effects on the implant, patient was really "sick "and "wbc was up""scars which never healed, burst capillary, hematoma." Healthcare professional confirmed right side hematoma and capsular contracture, baker grade ii. Device remains implanted.